Event description:
The advocate alleged the customer performed a control test using high control solution and rec'd a result of 541 mg/dl. A high control range was not provided, but should be around 307-425 mg/dl. No adverse events were alleged. Normal control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.